Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The initial result was not reported to the physician(s). The sample was reprocessed on the original as well as an alternate instrument. The repeat results were lower than the initial result. The repeat result from the alternate instrument was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed a total service call, inspected manifold, tubing, probes, fittings, and dilutors and found that wash station 3/4 wash collars did not get water. Then, the cse replaced valve 5 and verified water flow to the wash collars. Next, the cse found that the reagent probe 1 was slightly bent. The cse replaced the reagent probe, performed system auto check, and ran 20 repetition precision study. Next, the customer ran and verified qc. The cse noticed that the customer does not follow the blood collection tube manufacturer¿s guidance for sample processing. The cse provided the customer with supporting documentation for handling patient samples. Siemens further reviewed the data and determined that insufficient sample washing and/or the pre-analytical issues potentially contributed to the falsely elevated tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.